Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one patient sample. It is unknown if there were any instrument-generated messages accompanying the test results. The erroneous test results were reported out of the laboratory. A manual differential was subsequently performed on the sample and 10% blast cells were observed. The customer believed the manual results to be correct. There were no reported changes to patient treatment associated with the event.

Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 and (B)(6), 2010 for additional reportable events. A field service engineer visited the site and performed differential optimization of the system and verified instrument performance. Raw data from test results were not provided for analysis. The root cause for the failure to flag for blast cells is unknown.